Event description:
The pt reported uncomfortable stimulation and sensations at the implant site. The pt also reported charging issues between the implant and the external equipment shortly after having a surgical procedure that used monopolar electrocautery. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. The pt was implanted with a new advanced bionics spinal cord stimulator.